Event description:
It was reported that the pt's pump was replaced on (B)(6) 2011. The pump was replaced due to an end of service condition. The catheter connections appeared normal and satisfactory. The dosing was "copied across" to the new pump and an appropriate bolus was programmed. The day after the pump was programmed, it was reported that the pt had overdose symptoms. On (B)(6) 2011, the pt experienced signs of overdose and the pump was to be set to minimum rate. Interrogation showed that the new pump delivered drugs at a flow rate of 1.1 ml/20 hours. Both the explanted and the newly implanted pumps were checked and it was confirmed to be 1800 mcg/day. The explanted pump drug concentration was 3000 mcg/ml and the new pump was 2000 mcg/ml; but this difference was programmed. The new pump delivered 1.1 ml in the approx 20 hours since it was implanted. Re-titration of the drug was planned. Troubleshooting was planned to occur on (B)(6) 2011. It was further reported that the pt was "stable" and returned home. The drug in the pump at the time of the event was baclofen. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).